Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced a hypoglycemic event while using the ilet, with a recorded blood glucose of 62 mg/dl, and the device alerted to the low. The user treated with oral glucose and was advised to follow the 15/15 carbohydrate rule and to use their established meal announcement plan for lunch. Symptoms were not reported. Outcomes included correction of the low without need for outside assistance or medical intervention. Investigation included complaint assessment and user troubleshooting and education. Investigation of this case revealed a cause that remained unclear, with no device malfunction reported or identified. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.